Manufacturer narrative:
The study of chen min [1] reports surgeries on 60 hip, in 6 of which an sl-plus stem was used. There is an unspecified instrument breakage reported during the implantation of a unspecified stem. The part and the batch number of this device, used in treatment, are not known. Therefore, the batch record review and a complaint history review could not be performed. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all instruments must be inspected and controlled for proper functioning after cleaning/disinfection. Instruments may only be used in their original condition (lit. No. 12.23 ed. 05/16). The severity and the failure mode are covered through our risk management. As no device was received for investigation, a visual inspection could not be performed. No patient information nor any other medication documentation was provided, therefore, a thorough medical investigation could not be performed. Based on our investigations the failure mode cannot be confirmed and the root cause of the problem stays undetermined due to insufficient information. To date, no further actions will be taken. Smith and nephew will monitor the devices for further similar issues. [1]: chen, min; direct anterior approach for total hip arthroplasty in the lateral decubitus position:early clinical results; the journal of arthroplasty, volume 32, issue 1, 2017, pages 131-138, issn 0883-5403, https://doi.org/10.1016/j.arth.2016.05.066

Event description:
In a scientific publication, author: chen min, "direct anterior approach for total hip arthroplasty in the lateral decubitus position:early clinical results" it was reported that during marrow reaming, the pulp chamber bur was broken and embedded in the medullary cavity, a lateral femoral incision was made to expose the femoral region at the terminal of the pulp chamber bur, and grooving was made to impact out the fractured pulp chamber bur in reverse direction. There is not enough information to make a cross-check between the patients and the devices involved. The study involved 60 hips and 18 hips used reflection cups, 6 hips used sl-plus stems and 12 hips used synergy stems, the rest of the devices involved in the cases were from competitors.